Manufacturer narrative:
The device is not available for repair as there was no repair required, the old alcohol tank needed to be removed and new one put in. Evaluation is done based on historical data and communication. This supplemental report is being submitted to provide this information. Please see the updates in sections: e1, g3, g6, h2, h3, h4, h6, and h10. The device is fixed and in service now. The event was a mischance. The staff is trained and experienced in the use of the device. The device history record review confirmed that device conformed to specifications at the time of shipping. The alcohol connector could not be connected since the alcohol bottle and the cap got broken. As a cause of the broken bottle and cap, is the impact from being hit when the alcohol bottle was inadvertently put in backward by staff member for this device. The instructions for use includes the following statements: user can detect the event by inspecting the equipment as below: 5.6 inspecting the connectors check the following for each connector. The connector should be fixed firmly the o-rings should be free of abnormalities such as cracks, tears, or dents if any irregularity is found, do not use the reprocessor and contact olympus. Do not use the reprocessor if any connector seems to be damaged or defective. Using the reprocessor when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment.

Manufacturer narrative:
Additional information is not yet available for this event. The device is not yet available for evaluation. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported by the customer for this event, the alcohol bottle was put in backward for this device. This damaged the alcohol tank and cap. There is no reported harm to any patient.